Event description:
Patient was noted to be bleeding from the site of the dialysis catheter. Multiple interventions failed to stop the bleeding. Upon removal of the catheter, it was noted to be broken. It is not known when in the process the catheter broke.